Event description:
12/13/78 rptr had left subcutaneous mastectomy and placement of prosthesis. 5/25/79 she had revision of left side prosthesis with subsequent hematoma and tissue loss, 6/29/79 removal of prosthesis, 6/25/80 dermal undergrafting of left breast wound and right subcutaneous mastectomy. 8/21/81, placement of another MFR's prosthesis. 5/7/82 removal of above prosthesis and placement of another MFR's prosthesis. 9/23/83 removal of above prosthesis and placement of 1st MFR's bilateral prosthesis. 5/22/91 removal of above noted prostheses. A total capsulectomy of all surrounding tissues was done at this time. 1983 raynaud's, 1985 brain tumor, 1986 tia, 1991 sicca, 1993 alopecia (sed rate 67), 1/8/91 biopsy (oral ulcers), from 1989 recurrent boils, 6/92 "7ms", vasospasms. (Also see 1007735).